Manufacturer narrative:
Additional information: the blood sampling valve (bsv) was returned to beckman coulter for evaluation and analysis revealed that the bsv has small scratches and looks older. A review of the instrument service history indicates that the bsv was used for more than seven and a half (7.5) years. Failure of the bsv is attributed to aging in excess of the product life of seven years.

Event description:
The customer reported that mode to mode failed while performing a cap survey. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment. It was later noted that the instrument was precise and recovered controls in range on the primary mode, but not on secondary.

Manufacturer narrative:
A field service engineer was dispatched. The fse found the actuator pin in the center section of the blood sampling valve (bsv) was broken causing a misalignment of the bsv in secondary mode and not allowing a complete dispense of diluent by the rbc dispenser. This caused a high rbc/hct and low wbc/hgb in the secondary mode. The fse replaced the bsv resolving the issue. Upon recur: the failure mode identified is likely to generate erroneous results for all cbc parameters in secondary mode. (B)(4).